Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision for aseptic component loosening.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Collateral ligament laxity was reported in provided pre-revision medical records as well as pre-revision x-ray review that finds the tibial component is in varus. A chronological series of images to show progression of potential loosening was not provided. Lighter radiographic area adjacent to medial edge of tibial implant plateau appears to be bone, which may indicate subsidence of the tibial implant medially. The knee joint appears to be in a slight varus deformity, which is a potential result of medial tibial subsidence. Darker area medial to tibial implant cone may indicate migration of tibial base cone. M/l view of femoral implant shows dark radiographic area between the anterior flange and the bone, showing a possible gap between the implant and remaining bone which may indicate loosening. Cause of reported loosening cannot be determined from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.